Event description:
As reported, it was suspected that the glenoid polyethylene had dissociated. Approximately 5 years and 8 months post the initial right total shoulder arthroplasty, the patient was revised and the findings showed that the poly had severe wear patterns that had caused lysis and metallosis. The surgeon said there has been no event to cause such wear. The patient had the glenoid removed and a jumbo hemi left in place. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6), 300-01-09 - equinoxe, humeral stem primary, press fit 9mm; (B)(6), 300-10-15 - equinoxe replicator plate 1.5mm o/s; (B)(6), 300-20-02 - equinox square torque define screw drive kit; (B)(6), 315-35-00 - glnd kwire; (B)(6), 531-20-00 - shldr gps rvrs drill kit; (B)(6), 531-78-20 - shouldr gps hex pins kit; (B)(6), a10012 - gps implant kit v2.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or disassembly. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided.